Manufacturer narrative:
Insulin pump had an intermittent button response due to corroded act and down button on keypad trace. No button error alarm during testing. Insulin pump had minor scratches on lcd window, cracked case at display window corner and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed button error. Customer was changing the battery. Blood glucose value is 206 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.